Event description:
It was reported by the customer's mother that the customer's insulin pump has cracks on the reservoir, battery compartment, and display screen. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Pump received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, broken belt clip slot, scratched lcd window.